Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a dissection occurred which was repaired with stent. The lesion being treated was mildly to moderately calcified, 95% stenotic and 10mm long. The lesion was located in the minimally tortuous, 3mm diameter proximal posterior tibial (pt) artery. From a retrograde approach, the physician used a 7x45 vipersheath introducer sheath and a firm viperwire guide wire to cross the lesion. He used the diamondback oad to perform four runs for a total run time of 1 minute, 36 seconds at 80k rpms for the first two runs, then 140k rpms for the third and fourth runs. All was going routinely until he attempted to withdraw the diamondback oad catheter and to leave the viperwire across the lesion and down to the distal posterior tibial vessel. The oad was lodged on the guide wire and would not allow the diamondback oad catheter to be withdrawn. The physician had to remove the viperwire and the diamondback catheter together as a unit. Following withdrawal, it was noted that debris (which appeared to be either atheroma or intimal vessel wall) was visibly wrapped around the drive shaft proximal to the crown and on the wire just distal to drive shaft end. The procedure was delayed approximately 2-3 hours while add'l treatment was performed in order to keep the vessel open as it was in spasm. This was achieved through delivery of anti-spasmodic medication and balloon dilatation which finally interrupted the spasm. It was noted that "something" was still present in the posterior tibial and down the peroneal vessel, so an aspiration catheter was used to remove this debris. The filter basket containing the debris withdrawn from the vessel was returned for analysis. A 3x30 coronary stent was placed in the proximal posterior tibial vessel to tack up what appeared to be a dissection plane. At the end of the intervention, the pt's outcome appeared to be acceptable and remains stable and asymptomatic.

Manufacturer narrative:
.